Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/28/2013 with the following findings: the keypad buttons were found to be unresponsive due to moisture and corrosion damage found inside the pump. Unrelated to the complaint, a leak test revealed that the display lens was leaking and was blank. Also unrelated to the complaint, the pump's audible and vibratory tone was found to be not working due to moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter indicated that the pump was worn while the patient was swimming. After the pump was rebooted the pump was unable to progress past the verify screen due to unresponsive keypad buttons. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.